Event description:
Customer reported the reading of the sensor and blood glucose has been off for the past three days. Sensor glucose reading was 141 mg/dl and blood glucose was 497 mg/dl. Customer has had the issues current sensor box and a previous box of sensor the customer had. Customer mentioned that the sensor are not adhering and was advised that might be the reason why customer was having issues with the sensor. Customer mentioned that he treats of sensor readings. Customer was advised that he needs to check readings with meter. Customer stated that has been issue at work because the insulin pump alarms all the time and he was unable to check every five minutes. No further information reported.

Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report #'s 2032227-2014-09746 and 3004209178-2014-95760.